Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI (di): (B)(4).

Event description:
The patient has two different model leads. This report is related to the lead located in the thoracic area. It was reported the patient was receiving inadequate stimulation/therapy. Reprogramming was unable to provide resolution. An impedance check revealed high impedance on the patient's lead. Follow-up revealed the patient's lead was found to be fractured. As a result, the lead was explanted and replaced. Surgical intervention resolved the patient's issue.